Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was complaining of knee pain after his primary knee was implanted. Loosening of the tibial component at the cement to implant interface. Depuy cement was used. Surgeon decided to take the patient to surgery to check components for loosening. The femoral component was stable. Surgeon commented that the tibial component did not have any cement on the underside. The original tibial component had been implanted with two boxes of depuy ghv bone cement but unable to get lot # since the hospital buys their cement directly from depuy. Surgeon removed all the cement from tibia and implanted attune rev tray sleeve and stem and replaced with an appropriate size poly. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.